Manufacturer narrative:
This report is submitted on june 28, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a tissue necrosis and extrusion of the receiver/stimulator. The site has since healed. The device remains in-situ.